Event description:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 8 february 2021.

Manufacturer narrative:
This report is submitted on 17 nov 2020.

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted (specific date is not reported).